Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log showed the customer's reported error, which is an advisory alert indicating pediatric pads were connected. This does not affect the device's ability to deliver therapy. Testing confirmed the error was reproducible with the returned pediatric pads, but did not occur with adult test pads. This is normal device behavior. To prevent this advisory error, keep adult pads connected when the device is not in active use. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during functional testing, the device did not detect electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.